Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/5/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump display would black out and come back on during use. There was a slight delay in the case. This was discovered during a procedure, with no reported patient harm.additional information was received on 3/14/2024:this occurred during an arthroscopy rotator cuff repair, right shoulder procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. No related problem found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and signs of wear and tear were noted. Scratches were observed on the housing top panel. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 60 minutes with no issues. The screen display was always on during the testing, and no issues were observed. No changes in the pressure were noted during the time the machine was tested. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The pressure was high until 120 mmhg; as soon as the machine got the pressure, an alarm was audible, but the motor did not stop, and without doing the clamp on the tubing. The roller was tested, moving up and down quickly, indicating that the motor gearbox was worn/loose. The cause of this can be attributed to wear and tear of the motor, caused by extended usage in the field¿device manufacture date 2016. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2016.